Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet became unresponsive, powering off after removal from the charger despite a full charge, and the user transitioned to backup therapy while troubleshooting screen and power behavior. Symptoms included no reported hypoglycemia or hyperglycemia. Outcomes included temporary interruption of automated insulin delivery and use of alternative therapy. Investigation included technical troubleshooting by support and return of the device for assessment. Investigation of this case revealed a device power functionality issue consistent with battery or power management malfunction without associated alarms. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to power and battery performance.